Manufacturer narrative:
(B)(4). The date of the event was corrected.

Event description:
Additional information was received for this case. It was reported that approximately one month after the intervention procedure, the patient presented with symptoms of liver failure, renal failure, and respiratory failure. The patient stated that they do not wish to have further treatment. Approximately two months later the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. Fourteen months post index procedure the aneurysm measured 73 mm in diameter. Four months later, the patient had aching pain and dullness. It was reported that there was a proximal type I endoleak resulting in aneurysm enlargement and rupture of the aneurysm. An open surgical repair was performed where a synthetic vessel was implanted successfully and partially resected the existing stent graft, resolving the event. After the procedure, the patient's fever persisted and the decision was made to monitor the patient in the ICU due to a possible infection. The physician commented that that even though the cause of the aneurysm expansion is yet to be identified, it may be due to a type 1a endoleak. No additional clinical sequelae was reported and the patient is fine.